Event description:
It was reported that the customer went to the emergency room on (B)(6) 2021 because of a severe sore throat. This visit was not insulin pump or diabetes related. On (B)(6) 2021, the customer was admitted for severe dehydration, as the steroids she was taking caused high blood glucose and kidney failure. The customer passed away the next day in the hospital.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2021 due to a bad sore throat, and high blood glucose levels caused by steroids. The cause of death was listed as cardiac arrest but was pending an autopsy. The caller stated that the customer had kidney issues and history of heart disease that may have led to the customer's passing. The customer¿s blood glucose was unknown but high at the time of admission. The caller was unsure if the customer was wearing the insulin pump at the time of death. The insulin pump had been disconnected within 48 hours prior to passing. The customer was not using sensors. On (B)(6) 2021 the customer had a sore throat, went to a clinic where they were given steroids, and the customer's throat was swollen. On (B)(6) 2021, the customer went to the emergency room and got more medications. Early on (B)(6) 2021, the customer was seen by paramedics and her oxygen level was 87 and they were hospitalized for severe dehydration. The steroids caused high blood glucose, kidney failure and sepsis. The caller agreed to return the insulin pump for analysis.